Event description:
The device result was 235 mg/dl and an hour later at the hospital glucose was 111 mg/dl. Rptr had been taking chemotherapy and her daughter took her to the hosp. She was given unk liquids and admitted with a depressed immmune system. Her test strips expired 08/2004.